Manufacturer narrative:
The reported complaint could not be observed. The iol was not returned. Adm received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is fully advanced outside the tip of the nozzle. Large aneurysm is observed on the nozzle tip. No lens returned. The product investigation could not identify the root cause for the reported complaint "lens did not deploy well". The lens was not returned. Due to this, we are unable to complete a thorough investigation to determine the root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant stating lens did not deploy well. Additional information has been requested but no information is received.